Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the video cable failed due to deterioration of the connector terminal or application of external forces such as bending, pulling, twisting, crushing by repeated use over time. This damage resulted in the flicking image due to poor signal / connection between the scope and the endoscope. Handling of the device is described below within the instructions for use, which may have prevented the phenomenon: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Do not apply excessive force to the videoscope cable or the camera head by bending, stretching, or crushing it. Also, do not pull a bundle of camera cables, as this may cause internal wire disconnection.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to confirm the reported issue. The fse verified that the flickering issue was due to a faulty cable. A primary sdi cable was ordered and replaced to resolve the issue. No other issues were reported. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An endo tech lead at a user facility reported a flickering image on a video system center. The issue occurred during preparation for use of the device. There was no delay on the procedure in which the subject device was used. The intended procedure was completed with the same device. No patient harm or injuries were reported. No additional information has been obtained.